Event description:
The customer reported the unit was giving a charger failure error. No pt was involved.

Manufacturer narrative:
The ge svc rep couldn't verify the problem but replaced batteries and tested unit. Unit is working as intended.